Event description:
During a cystoscopy procedure the fluoroscopy overheated, which caused a abrupt halt to the unfinished procedure. The patient had to be moved to another room under general anesthesia and a stent had to be placed to maintain kidney function. The procedure rescheduled when the equipment can be repaired. There was no warning prior to the overheating. Issue seemed to be related to the amount of fluoroscopy time.